Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, as reported, the aortic dissection was caused by a combination of procedural factors and patient factors (severely calcified coronary stent). It was the medical opinion of the attending surgeon that the event was related to patient conditions and not with the device since the patient was weak and fragile and had the coronary stent which may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, after performing bav on a transfemoral approach tavr procedure, the patient became hemodynamically unstable. The fluoro images were pointing at the annulus where everything looked fine, when it was moved upwards an aortic dissection (a flap) was observed. The dissection started in the coronary artery (which was higher than usual) and went up in direction to the ascending aorta. It was decided to implant the valve and begin with reanimation maneuvers. A valve was perfectly placed where intended. After more than 45 minutes with the reanimation maneuvers it was not possible to recover the patient and the patient passed away. The patient had a coronary stent which was severely calcified, this calcification was seen; however, it was thought that due to the high height of the coronary it would not interfere. As per medical opinion the event is related to patient conditions and not with the device since the patient was weak and fragile and had the coronary stent which may have contributed. As per clinical specialist, it is possible that the balloon may have pushed the calcification against the vessel causing the dissection. However, the team was not able to provide a conclusive root cause.